Manufacturer narrative:
Infant was reported to be (B)(6). Lot number was not provided by the reporter. Without a lot number, it is not possible to determine the manufacturer date or expiration date. 3m professional service specialist contacted the customer for discussion of the reported event and offered inservicing and troubleshooting. The inservicing was not accepted at this time. The customer reported they were currently doing an intensive project to decrease number of unplanned extubations which incorporates many variables, taping being one of them. The reported event occurred following infant repositioning. Infant positioning is also a known risk factor associated with unplanned extubations.

Event description:
Customer reported 3730-0 multipore dry tape was used to secure an infant's nasal endotracheal tube (ett). On the date of the incident, a respiratory therapist checked the tube location and then reportedly repositioned the infant (swaddled in a snuggly) with two staff members. Following the infant's reposition, the ett tube was noticed to be out 2 cm and the tape had loosened from the skin. The infant was assessed with no breath sounds but there was an audible cry. The ett was reportedly pulled and the infant did not require reintubation. Customer reported there was no harm or injury to the infant as a result of the unplanned extubation.